Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 314.467. Synthes lot number: 5085413. Supplier lot number: n/a release to warehouse date: 06feb2.019. Expiration date: n/a. Manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the handle with quick coupling, small (part # 311.43 / lot # 6577795) was received at us cq attached to a mating stardrive screwdriver shaft t8 105mm (part # 314.467/ lot # h701898). The screwdriver¿s distal tip was twisted in the direction of tightening. There were light surface scratches along the shaft of the device. The coupling could not be assessed as the device remained mated to the handle. Functional test: functional testing was performed, engaging the tap-holder assembly of the handle does not release the screw driver. The tap holder moved smoothly, no evidence of a jammed/stuck condition for the handle. The reported condition of unable to disassemble was confirmed, thus the overall complaint was confirmed. Can the complaint be replicated with the returned device(s)? Yes; received condition cannot be undone, device does not disassemble. Dimensional inspection: dimensional inspection was not performed due to no access to relevant components. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) conclusion: the overall complaint was confirmed for the received stardrive screwdriver shaft t8 105mm (part # 314.467/ lot # h701898). The device was unable to disassemble from the handle. Functional testing showed the tap holder assembly was not jammed as it toggled as designed, however the devices were still unable to disassemble. Although no definitive root-cause can be determined it is possible the device experienced unintended forces leading to internal mechanical failures or damage to the coupling. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection, it was observed that the handle with quick coupling was broken. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 2 of 2 for (B)(4).